Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on february 2022 by the american journal of sports medicine titled ¿revision anterior cruciate ligament reconstruction using bone-patellar tendon-bone graft combined with modified lemaire technique versus hamstring graft combined with anterolateral ligament reconstruction: a clinical comparative matched study with a mean follow-up of 5 years from the santi study group.¿ the study reviewed 72 patients and identified acl/pcl instability resulting in revision with bioabsorbable interference screws and tenodesis screws in 9 patients during the 52-year follow-up period. Ref: rayes j, ouanezar h, haidar im, et al. Revision anterior cruciate ligament reconstruction using bone-patellar tendon-bone graft combined with modified lemaire technique versus hamstring graft combined with anterolateral ligament reconstruction: a clinical comparative matched study with a mean follow-up of 5 years from the santi study group. Am j sports med. Feb 2022;50(2):395-403. Doi:10.1177/03635465211061123.